Event description:
During an atrial fibrillation procedure, a cardiac perforation was noted when using the tacticath catheter for ablation. At the end of the procedure, a cavo-tricuspid isthmus line was being performed from the tricuspid valve to the inferior vena cava but there was a decrease in blood pressure, and an effusion was observed on ultrasound via transesophageal echocardiogram. The perforation was located in the right atrium on the isthmus line. The blood was drained from the periodical space and a pericardial drain was administered. There were no performance issues with any abbott device and the patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.